Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
During a visit to the customer for device maintenance and repair, the customer reported that one of their devices had suddenly powered off. They also had trouble to turn the device back on. There was no further information on how the device was used and if there was patient use associated with the reported event.